Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, the fox sv balloon ruptured at approximately 10 atmospheres during the second inflation. A balloon pinhole was noticed around the distal marker. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without the device investigation, a root cause for the pinhole in the balloon could not be determined based on the described event. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.